Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp device was placed without issues. However, since the patient had a small left ventricle, the patient experienced bouts of ectopy without causing any issues. An echocardiogram was completed and showed the impella cp pump angled towards the mitral valve. However, the physician ultimately determined the current positioning was acceptable. Later the same day, the patient's lab showed hemolyzed despite urine output color and volume being ideal. Additionally, it was noted there was no flow in the leg with impella access. There was no pulse in the foot and leg was cold. A bed-side echocardiogram was completed and noted the position looked optimal no longer interfering with the mitral valve. An evaluation for extracorporeal membrane oxygenation was planned. Following, the impella was successfully weaned and explanted after 22 hours of support. It was reported the patient was stable following the event.

Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. The total pump run time was 22 hours, and data logs were provided for the first 7.5 hours of the case run. There were no issues reported regarding improper position, suction, or placement signal on data log. According to the clinical information, labs showed hemolysis despite ideal urine output. There was no flow in the impella leg, and the foot was cold with no pulse. The impella appeared shallow on extracorporeal membrane oxygenation. There were also bouts of ectopy. The cause of the positioning issue was most likely use related, based on given clinical details. The cause of the hemolysis, limb ischemia, and cardiac arrythmia was not determined since product was not returned and sufficient clinical information was not provided.